Event description:
It was reported that after a transtelephonic monitoring session, there was no ventricular capture and the patient went unresponsive and started seizing. The previous day there had been a high ventricular threshold warning. The patient was admitted to the hospital and a right ventricular (rv) lead revision was scheduled for the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2013. (B)(4).